Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (hydromorphone at 3mg/day) via an implantable pump for spinal pain. It was reported that the patient had seroma that eviscerated. The hcp decided for infection prevention to replace pump and move pocket site.